Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR. It was reported that ventricular tachycardia events caused by oversensing were noted. The events could not be recreated. The lead remains implanted. No implant or explant dates were provided.